Event description:
It was reported that; patient is experiencing pain, limited movement of the left leg where the implant is and difficulty sleeping. Patient stated that she cannot walk and cannot put weight on the left leg. An MRI shows fluid in the hip. Patient had blood work that shows elevated metal levels.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. This is the same patient/event as MFR.# 2249697-2012-01763.